Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation. Medical records reviewed: based on the 5 pages of medical records info and a reviewed of the documentation in the fresenius pilgrim system, it appears that on (B)(6) 2014, the pt experienced a cardiac arrest during hemodialysis. This event will be reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product(s) and the event of cardiac arrest. There is no history of specific malfunction or products being out of spec. The event reported on this pt involves six separate products.

Event description:
It was reported by the dialysis clinic that hemodialysis treatment was started, and the pt became short of breath approx four minutes into treatment. Oxygen was applied via nasal cannula. By 6 minutes into treatment, the pt became unresponsive and arrested. The pt was resuscitated, and transported to the local hosp and admitted to the ccu. Add'l info has been requested.